Event description:
It was reported that during the tfn femur surgery, the helical blade would not insert; blade got caught on the second hole. The pt was unharmed. Surgeon removed the broken helical blade and used another to complete the procedure. No broken pieces were left in the pt. This event prolong the surgery by approx 20 minutes.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding device was used for treatment, not diagnosis. The sample was received and visual inspection noted a gouge on the end of one of the flutes. Minor nicks noted near the middle of the shank, on the edge of the flat and near the flute gorge on the edge of the cannulation orifice. Pertinent dimension are within spec. A review of the device history record did not show issues that could have contributed to the reported event.